Event description:
It was reported that a user experienced a hyperglycemic excursion while using the ilet system after lunch, with blood glucose increasing from 146 mg/dl to 270 mg/dl, and the user later confirmed that the meal announcement was likely late. Symptoms included hyperglycemia without subsequent hypoglycemia. Outcomes included no hospitalization, no medical intervention beyond routine self-management, and no alerts or alarms. Investigation included customer care review of device reports and user communication focused on timing of the meal announcement relative to the event. Investigation of this case revealed that the device functioned as designed and that the probable cause of the excursion was a user-related late meal announcement, which is consistent with expected physiology and system behavior. It was concluded, based on previously established findings for similar reports, that the cause was user error related to delayed meal announcement.

Manufacturer narrative:
Initial.